Manufacturer narrative:
This event occurred in france with an action 2 ng manual wheelchair that was 2 years 9 months old. This medwatch is being filed in abundance of caution due to the us manufactured myon wheelchair being similar in design and would likely have the same outcome as this event. There was no information provided regarding the lift and sling involved in this incident. The manufacturer for the lift and sling are unknown. It is unknown what and if any malfunction occurred with the wheelchair. Invacare france asked for details about the conditions of use and environment during the incident. They requested the return of the medical device for investigation. If additional information should become available, a follow up medwatch will be filed.

Event description:
The incident happened while the resident was being placed in the wheelchair with a lifter and 2 agents, when the sling got uncrossed under the resident's thighs, the resident's wheelchair tipped backwards, causing the resident to fall. The patient was hospitalized following the fall and suffered from a subdural hematoma. The patient passed away the day following the incident. This event occurred in france with an action 2 ng manual wheelchair that was 2 years 9 months old.